Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a repair of ventral hernia repair with mesh. He had revision surgery 16 days post-surgery. The patient experienced infected mesh that was surrounded by a large amount of cloudy fluid and had to be removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced infected mesh surrounded by cloudy fluid, purulent fluid, abscess, and open wound. Post-operative patient treatment included revision surgery, removal of infected mesh, repair of hernia with mesh, central line placement, and wound vac.